Manufacturer narrative:
It was reported that the table allegedly experienced about a one inch drop during a case. A stryker field service technician (sfst) arrived onsite to perform the evaluation of the table. The sfst performed a visual inspection of the table both outside and inside the base cover. The sfst then performed mechanical testing utilizing the hand pendant of the table and was unable to replicate the complaint. There was no patient injury, no surgical delay and no adverse consequence reported.

Event description:
It was reported that the table allegedly experienced about a one inch drop during a case. There was no patient injury, no surgical delay and no adverse consequence reported.